Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the lead was sent for return analysis, however, the lead that was returned was not the one associated with the initial allegation. As a result it is unclear which device the initial allegation is tied to. Follow up communication is being performed to clarify information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an unknown patient. It was reported the during the implantation procedure, an impedance test was performed and it was noted that the lead had low impedances. The impedance test was performed again using the same device then once again using a different clinician programmer 8840. A new twist lock was used and the lead was replaced; the issue was resolved. There was no known impact or consequence to the patient.

Manufacturer narrative:
The lead for this report is the incorrect one pertaining to the low impedance allegation, a separate corrective report will be sent and referenced. Device (B)(4) should be removed from this lead as well.

Event description:
Additional information received from the rep on (B)(6) clarified that the lead that was returned and analyzed was the correct lead pertaining to the low impedance allegation, and that the information got mixed up on the source document.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.